Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was bleeding when the sensor and serter were removed. The customer's blood glucose reading was 568 mg/dl at the time of incident. Troubleshooting advised customer on how to stop the bleeding and on proper insertion techniques. Customer was advised to discontinue use of the sensor and that replacement sensors would be provided.